Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to v.a.c.® therapy.

Event description:
On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. It is unknown if antibiotic therapy was administered. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the physician alleged the v.a.c. Drape was irritating the patient's periwound. On (B)(6) 2015, kci representative, spoke to the nurse who reported she is unsure if a fungal infection is present or if it is a reaction to the drape. On (B)(6) 2015, the following information was reported to kci by the nurse: she is pending the physician's determination and treatment plan. The patient was taken off of v.a.c. Therapy, and no medical or surgical intervention has been performed. On (B)(6) 2015, the following information was reported to kci by the nurse: on (B)(6) 2015, a wound culture was performed and was positive for staphylococcus aureus. The nurse could not determine if v.a.c. Therapy caused or contributed to the infection. It is unknown if antibiotic therapy was administered. No additional information is available. A device evaluation of the activ.a.c. Therapy unit is currently pending completion.